Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that approximately 3 weeks following a pump exchange, care was withdrawn and the patient died. Cause of death was right ventricular (rv) failure and infection. It was unknown if the patient was actively infected at the time of the pump exchange. The source of the infection was unable to be determined as the patient had numerous hemodynamic lines, a temporary external right ventricular assist device and an open chest post-operatively due to excessive bleeding. The patient had poor rv function prior to vad implant. No additional information was provided.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. No device malfunction was reported against the pump; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. A review of the device¿s sterility report confirmed that the unit met the internal requirements prior to its quality assurance release process. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.